Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative of no video image was confirmed. The inspection findings are as follows: fluid invasion in pve connector, bending rubber severe discoloration, up angulation decreased, up/ down angulation knob play, right angulation decreased, ccd circuit board corrosion, pve electrical pin corroded, image blackout, passed wet leak test, passed dry leak test, customer complaint confirmed, suction tube twisted/kink, pve electrical connector frame mild corrosion air/ water nozzle glue worn, hole in # 1 remote control button cover, leak at # 1 remote control button cover, down angulation decreased, right /left angulation knob play, left angulation decreased. The device is in the process of being repaired where all defects found will be remediated and return to the user upon completion. On 22-nov-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24-jun-2019 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user states there was no video. The timing of the event is in unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.